Event description:
It was reported that during the procedure in the heavily calcified right coronary artery, pre-dilatation was performed using a 3.0x12 nc trek followed by a 3.0x12 rx trek dilatation catheter. Both balloons ruptured during the first inflation at 14 atmospheres. No resistance was reported during advancement or removal. Pre-dilatation was ultimately performed successfully using a non-abbott balloon. A 3.5x28 xience v stent delivery system was advanced, but could not cross the lesion and was withdrawn with resistance. Outside of the anatomy, it was noted that the proximal stent strut was flared. A 3.5x33 rx xience prime stent delivery system was advanced, but could not cross and was removed without resistance. A 3.0x18 rx xience v stent delivery system was advanced, but could not cross and was removed without resistance. A non-abbott stent system also failed to cross. The unspecified guide wire was exchanged for a wiggle guide wire and the 3.0x18 rx xience v stent was re-advanced successfully followed by successful advancement and deployment of a 3.0x23 xience stent. Post dilatation was performed successfully and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. Reportedly, both trek balloons were not prepped per the instructions for use. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional 3.0 x 12 nc trek dilatation catheter and the 3.5 x 28 xience v stent delivery system are being filed under separate medwatch reports. Device (B)(4) - incorrect prep. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the trek instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.